Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product information and location unknown.

Manufacturer narrative:
(B)(4). D10 - medical device: unknown metasul insert; item# unknown; lot# unknown. G2 - foreign: germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00445. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product location unknown.

Event description:
It was reported that a patient underwent a left sided hip revision approximately twenty-one years post initial implantation due to implant wear, pseudotumour and metal related pathology. Due diligence is in progress for this complaint; to date no additional information or product has been received.